Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, missing retainer, cracked keypad overlay, pillowing keypad overlay and scratched case. Insulin pump p cap test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the clip rails was broken and had a crack. No harm requiring medical intervention was reported. The device will be returned for analysis.